Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned implant identified signs of use within the external threads of the implant. The internal hex and collar of the implant showed signs of use but no damage. Visual and dimensional comparison of the implant with the drawing using a caliper verified that the implant was consistent with the design. Appropriate documentation was reviewed. DHR review could not be conducted for either device as the subject lot numbers were not provided. Sterilization review could not be conducted for either device as the subject lot numbers were not provided. A complaint history review by item number was conducted for the implant (tsv4b10) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported events. Based on the investigation, the implant did not malfunction. The reported events (infection, bone loss) are non-verifiable as they are a medical condition events no further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) age and date of birth unknown. Patient sex unknown. Weight unknown. Email address unknown. Additional PMA/510(k) numbers: k011028, k013227.

Event description:
It was reported that the implant was removed due to perimplantitis with edrma. The patient also experienced discomfort and pain. Tooth location 46.